Manufacturer narrative:
Serial number, manufacturing date, expiration date, UDI, physical manufacturing site, and patient information are unknown since the serial number was unknown.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.